Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that shortly after the pt switched from battery to the power module, the system controller and power module started to alarm. The log file was reviewed and low voltages were noted when the pt was on the power module. The system controller was also noted to be running in backup mode during the event.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported alarms were confirmed during analysis. The log file of the system controller revealed that the controller switched to backup mode. During functional testing, the power cable disconnect alarm occurred when the black power lead was maneuvered. When the system controller was run by just the white power lead, a yellow battery alarm became active and progressed to a red battery alarm. During further investigation, it was found that the brown conductor (battery gauge line) of the black power lead was broken. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event. See scanned pages.